Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. A review of the trend showed a slow and gradual rise in the shocking impedance measurements. Additional information indicated that the physician plans to bring the patient into the clinic for evaluation at an unknown future date and continue to monitor the impedance measurements in the meantime. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The lead was explanted and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high threshold measurements were also observed and a lead fracture was suspected.

Manufacturer narrative:
It was reported that a portion of the lead was returned, however, the identifiers had been removed during the extraction, so the portion may not be able to be identified.

Event description:
Additional information was received that a lead fracture was not visible through x-ray.